Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet completed. When evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed multiple loss of prime warnings with a low non zero force. The pump was run for 24 hours and the loss of prime was not duplicated. The force calibration testing passed.